Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of kinked tubing close to needle hub between 05-mar-2025 and 16-mar-2025. The issues occurred with seven similar types of infusion sets. The customer replaced infusion sets and resumed insulin deliveries successfully, for all events. No further information available.